Event description:
It was reported via repair work order that the fowler was stuck in an elevated position and could not be lowered due to malfunction fowler cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.